Event description:
Information received from the field does not address the patient's clinical status but notes noise on the atrial channel and loss of atrial capture. Egms revealed noise signals characteristic of myopotential oversensing.